Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp unit was unable to duplicate the reported issue. After completing checks, the stm advised the customer that the slave cable could be the issue as well as the system trainer or the mini sim. The stm then completed full calibration of the unit then performed all safety and functionality tests which passed per factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was not reading the trigger pressure. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) was not reading the trigger pressure. No patient harm, serious injury or adverse event was reported.